Event description:
It was reported that the pt had an MRI for a suspected inflammatory mass. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).